Manufacturer narrative:
(B)(4). Date sent: 4/26/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Reattaching the bowel after resection of diverticular disease. What surgical procedure was performed? Closure of colostomy. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Surgical assist ¿ ER doc, no experience with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High - b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? It was difficult to close and even get it into the green zone. What confirmation was received that the device completed the firing sequence? Green checkmark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? They believe it was 2-4 full 360 degree rotations. Was there any difficulty removing the device? Yes, the anvil detached when it was being removed. Was a complete transection of the white breakaway washer visually confirmed? Unknown, device has been sent out and will still have the washer. Were the donuts inspected? If so, please describe. Yes, the distal donut was intact but the proximal donut was not complete. Were there any issues noted with staple formation? If so, please describe the shape and location. Unknown. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Yes, the blame was put on the device.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2024. D4: batch #502c71. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was inserted and removed multiple times without any difficulties and the device worked as expected. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecured anvil. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the device in this condition may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 502c71, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent; 4/23/2024. D4 batch #: unk. B3: only event year known: 2024. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the end of a laparoscopic colostomy reversal the anvil was sutured in the proximal bowel and the stapler inserted rectally. There was some difficulty extending the trocar fully to attach the anvil but it was finally attached. When tightening, the surgeon said that it was extremely difficult to get the orange bar into the green firing zone even though the tissue was not that thick. The orange bar just made it to the top of the green zone and they fired the stapler. Firing seemed to go well and the green checkmark was present, however, when they tried to remove the stapler it would not come out. They ended up opening the device quite wide to get it out and the anvil remained in the bowel and had to be fished out. The staple line was formed (had a leak) and the distal donut was complete but the proximal donut was only partially formed. They sutured the leak and gave the patient a stoma. There was a 45 minute delay in surgery. Staple line was oversewed and stoma was created., the procedure was successfully completed.